Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an impedance measurement greater than 2000 ohms. The measurements returned to normal when the lead was changed from bipolar to unipolar stimulation. The patient was brought in for additional testing. X-ray did not reveal any issues and the lead was still in the implanted location. Impedance testing was performed in multiple configurations and the decision was made to leave the programming as unipolar configuration. No adverse patient effects were reported.